Event description:
It was reported to boston scientific corporation in 2007, that a resolution clip device was used during a colonoscopy six days prior, (patient age, gender and weight unknown.) According to the complainant, "during the procedure, upon firing of the clip, it remained attached to the sheath." The physician used another of the same resolution clip device to complete the procedure. No patient complications were reported as a result of this event, and the patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Product evaluation of the device revealed that the clip assembly was not deployed and located outside the over sheath approximately 0.75" from the distal end. The control wire, cross pin, and inner sheath were removed from inside the coil but were returned with the device. The control wire was separated per design. Investigation of the clip assembly revealed that the capsule tabs were open and as a result the clips had been pulled into the capsule too far. The proximal end of the clips had become wedged in between the yoke and the bushing. The end-user may have tried to open the clips while the clip assembly was still located inside the over sheath which can cause the capsule tabs to open. If the end-user then tried to deploy the clip assembly it would be possible for the clips to be pulled too far into the capsule and not allow the tension breaker to detach from the yoke. The proximal end of the clips could then become wedged in between the bushing and yoke, causing enough force for the control wire to break, and not allowing the yoke to recede far enough into the bushing for the capsule to unlock from the bushing. The end-user may have exceeded the design limits of the device during use. A root cause could not be determined for this complaint.